Event description:
It was reported that the patient experienced a severe low blood glucose of approximately 20, with the patient attributing the event to fluid overload and undergoing dialysis on three consecutive days, and the patient was hospitalized; device-related details were not available and the device component could not be specified. Symptoms included hypoglycemia. Outcomes included insufficient information regarding the impact beyond the report of hospitalization. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed no findings, with insufficient information to determine a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.